Event description:
It was reported that the patient experienced a "pump stoppage" on (B)(6) 2026 around 0720. The patient was said to have been asymptomatic and was resting in a chair at the time of the event. The device reading returned back to baseline since the alarm. Log files were submitted for review and captured an intentional pump stop being manually activated by the system monitor several times on (B)(6) 2026 from 19:18 to 19:20. These events caused multiple pump stops during this time period. There was no unusual event prior to or after the pump off event. It was later reported that the patient was asymptomatic during the event. According to the staff, the system monitor was having a glitch and scrolling through the touch screen tabs accidentally pressed the ¿pump stop¿. After turning off and back on, the screen issue self-resolved. There had been no issues since and the system monitor was placed back in circulation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of the pump stop button on the system monitor being pressed accidentally was confirmed through the submitted log files. The submitted controller event log file captured 4 intentional pump stop flags on (B)(6) 2026 between 19:18:51 and 19:20:43. The intentional pump stop flags were associated with low flow and lvad off alarms, and pump speeds decreased to as low as 0 rpm. The intentional pump stop flags and associated alarms cleared within 5 seconds each occurrence, and the pump ramped back up to the set speed. The captured events are consistent with the pump stop button being momentarily pressed on the system monitor and released before the 10 second pump stop countdown was completed. The system appeared to be operating as intended, and there were no other notable events or alarms captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 4 of the IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 5 of the patient handbook "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.